Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the heater wire. There were no visual defects were observed on the intact hot jaw silicone insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000481768 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip had broken with some silicone/rubber/plastic part that came loose. No components detached. No delay reported and 2nd vh-4000 used to complete the procedure without further incident. No injury reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.